Manufacturer narrative:
This issue was previously reported under MDR number 3002809144-2025-00285 under a different suspect device. The alinity I processing module, serial # (B)(6) was evaluated and field service performed troubleshooting of the analyzer including cleaning of analyzer parts. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The instrument service history review revealed no additional complaints associated with the customer reported event. A review of tracking and trending did not identify an increase in complaint activity for the alinity I processing module with regards to the customer reported event. A review of the manufacturing documentation did not identify any issues for the alinity I processing module as it relates to the customer reported event. Labeling was reviewed and was found to address the customer reported issue. Based on the available information, no systemic issue or deficiency was identified for the alinity I processing module, serial # (B)(6).

Event description:
The customer reported imprecise alinity I ca 19-9xr and provided the following data: sample 1 initial result was 90.31 u/l and repeat result was < 2.06 u/l. Sample 2 initial result was 66 u/l and repeat result was 93.86 u/l. Sample 3 initial result was >1200 u/l and repeat result was 755.89 u/l. The customer provided an additional patient: on (B)(6) 2025, initial test result was 40.94 u/ml, retest 1: 56.32, retest 2: 50.31 and 47.66 u/ml; tested 5 times for repeatability, results: 42.92 42.70 41.86 40.54 39.26 u/ml. The customer reported that the patients were diagnosed with cancer, but it was not specified the type of cancer the patients had. Per the customer discrepant results were not reported out to the medical provider. There was no reported impact to patient management.